Event description:
It was reported that pump displayed malfunction code with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction, and was advised to continue using pump and call back if problem recurred, which customer acknowledged and understood.